Event description:
It was reported that the user experienced a stuck cartridge in the pump after a connector adapter piece broke while the user was driving, preventing cartridge removal until the connector was unlocked during a call with support, after which the cartridge was released and the user proceeded to insert a new cartridge with confirmation that the pump functioned properly. Customer care provided support that included troubleshooting and user education performed remotely. Investigation of this case revealed a mechanical obstruction related to the connector adapter that was resolved through guided unlocking, with the pump and cartridge mechanism subsequently operating as intended. No reported adverse clinical effects or injury during the event reported. Outcomes included no alerts or alarms and no disruption requiring medical care. It was concluded, based on previously established findings for similar reports, that user handling and a transient mechanical interference were the likely causes.